Event description:
The bedwetting alarm has an electrical issue. It short-circuited in the middle of the night when my son was sleeping and burnt him in the neck. We took him to the ER for treatment. This is a small product, but a dangerous one. My calls to the company have not been answered. They have ignored the incident. My son is now afraid to use a bedwetting alarm and his nighttime bedwetting is only getting worse. We have had to take him frequently to the pediatrician for followup from the burns.